Manufacturer narrative:
The external visual inspection revealed a surgical tool mark on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient will not be reimplanted.

Event description:
The recipient has reportedly elected for revision surgery in order to undergo an MRI. The recipient is a non-user of the device. Revision surgery is scheduled.